Event description:
Customer reported the system was displaying an artifact in images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier. System operates as intended.